Event description:
The customer reported 2 instances in which the ortho provue analyzer resulted weakly positive samples as negative. Visual inspection of cards processed by provue showed weakly positive reactivity. False negative test results can lead to transfusion of incompatible blood. The user detected the issue preventing erroneous results from being reported.

Manufacturer narrative:
No definitive cause was determined. An ocd field engineer arrived on site and indicated that the instrument was functioning as expected. Ocd received faxed copies of the provue test results for additional investigation. Ocd was unable to perform investigation with the faxed copies since the tiff/photographic images submitted were unreadable. This customer has not logged any complaints against this analyzer since this incident.